Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient is reportedly experiencing soreness under the magnet site. The magnet strength was decreased and the recipient was prescribed topical antibiotic cream.

Manufacturer narrative:
Additional information section: d.6b & h.6. Advanced bionics considers the investigation into this reportable event as closed. The recipient was advised to cease device use due to pain and sore. The topical ointment prescribed did not resolve the issue. The recipient then had the area numbed and the surgeon scrapped off the bony access on the magnet site. The recipient was advised to cease device use until the area healed. The recipient has reportedly healed, and has no pain or discomfort. The recipient resumed device use. No further details will be provided. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.